Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported experiencing low blood glucose levels. Customer was not feeling well and their son found them unconscious. As a result, ems was called and the customer was taken to emergency room, where they were later admitted to the hospital for 7 days. They were hospitalized on (B)(6) 2023 due to the low blood glucose levels. They were treated with glucagon. Troubleshooting was performed, it was unknown whether the customer used the device within 48 hours of the high blood glucose event. The customer was unconscious and only remembers that they frequently suffered from sensor vs blood glucose. The customer's blood glucose level would be 72 mg/dl but their sensor glucose value was 180 mg/dl. It was unknown whether the customer continued using the sensor and the device will not be returned for analysis.